Event description:
It was reported that this right ventricular (rv) lead experience an increase in the pacing thresholds. It was discovered that the lead had a micro dislodgement. The lead remains in service and it's being monitored by the physician. No adverse patients effects were reported.

Event description:
It was reported that this right ventricular (rv) lead experience an increase in the pacing thresholds. It was discovered that the lead had a micro dislodgement. The lead remains in service and it's being monitored by the physician. No adverse patients effects were reported.